Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The pak was visually inspected and no obvious defects were found. All tubing were inserted properly in the cassette housing. The drain bag detached due to saturation. The spike, probe and the infusion cannula tip were cut off and were not returned with the product. The lab stock spike, probe and infusion cannula line were used for testing with the fluidics management system (fms) using the console. The product prime successfully and the aspiration flow rate met specification. No message code appeared on the screen. The mac vac level from the prime test result was measured and met specs. There was no fluid reflux from the lab stock probe manifold during extrusion (aspiration) flow test. We were unable to replicate the customer's experience during evaluation. Receipt of additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the root cause of the customer's complaint could not be established; the returned product functioned per specifications. Receipt of additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. Based on the evaluation of the information and materials received, the product met specifications and therefore no corrective action is required. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that reflux during extrusion of vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.